Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 12. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with pump reset information and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue persisted, and they acknowledged this instruction.